Event description:
A nurse reported that although the cassette was successfully primed during setup, the vacuum would not pull during surgery. The cassette was switched out and the case was completed with no impact to the pt. This is the first of two reports being filed for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is one of two complaints reported for this issue. This is the third complaint for the finish goods lot, however, the second for this issue. The order was built and released per spec. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint is not known, the returned sample met specs. (B)(4).